Manufacturer narrative:
Additional narrative: patient information is unknown event date: unknown; it is believed to be about one week prior to the revision procedure on (B)(6) 2015. Additional product codes: mnh, mni, kwq, kwp. This report is for an unknown locking cap/unknown lot. Capture necessary revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the matrix polyaxial reduction head popped off the 6x35mm matrix screw postoperatively leading to a revision surgery. It was reported that the patient had the original surgery on (B)(6) 2014 at l5-s1 with 6x35mm screws, 40mm rods, and polyaxial reduction heads. Approximately one week prior to the revision procedure, the matrix polyaxial reduction head popped off the 6x35mm matrix screw at s1. It is unknown how the patient or surgeon became aware of the situation. It was reported that a revision surgery was performed on (B)(6) 2015. The set screws on the side of the popped off head were removed, the rod associated with the popped off head was taken out, and then the s1 screw that the head popped off of was removed and replaced with a new screw. The rod was replaced and a new polyaxial reduction head was implanted. The revision procedure took an hour; there was no reported time delay. This report is for an unknown locking cap. This is report 4 of 4 for (B)(4).